Event description:
User reported frequent occlusion alerts while using the insulin pump, particularly during bolus delivery. The pump did not display the minimum fill notification, and there were no visible damages to the cartridge. User had changed insulin, cartridges, infusion sets, and needle multiple times daily without resolving the issue. There was no reported impact to customer's blood glucose level at the time of the event. Technical support instructed the user on troubleshooting steps and provided information regarding potential causes related to temperature change but ultimately decided to replace the pump, as user expressed unwillingness to continue using it due to ongoing issues. Pump was replaced under warranty, and the customer was informed to return the defective pump using the provided pre-paid label and return box. No information was received about the type of backup therapy the customer would use to ensure insulin delivery continuity.